Event description:
It was reported that the patient wanted her device checked. The patient fell down the steps and landed on her device ¿two months ago.¿ the patient stated that it hurt really bad and it felt bruised when she was on that side. The patient had more increased pain which started ¿about a year ago.¿ the patient also had more nerve pain. Five days later it was reported that the patient was at pain management at the time and her health care provider (hcp) wanted her device checked or programmed to help her more with the pain. About two weeks later it was reported that the patient had reprogramming on (B)(6) 2013. The patient was supposed to call the manufacturer representative for reprogramming. It was unknown if hospitalization was required and the patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead .(B)(4).